Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction atrial undersensing is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing p waves and was suspected to have not mode switched appropriately. Follow up with the patient's clinic revealed the patient had passed away. The clinic was unable to provide a cause of death.